Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - surgeon informed me when reporting the complaint that the needles pulled off after several passes while closing the vaginal cuff, he was pulling on the needle with his robotic needle driver to cinch down the suture passes. He is extremely experienced with the robot and lack of haptic feedback and has used sfx for quite a while without ever experiencing such an issue on multiple strands. ¿ if available please provide lot number of the products involved - unfortunately the staff discarded the sutures, packaging and box as it had been emptied. I inquired during time of complaint but nursing staff informed me that there was no way to know which lot. I insisted going forward to document lot# as it¿s imperative for accurate analysis. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) - these answers were all related to me by the surgeon, dr d (please refer to the attached email) im, his pa, kc (please refer to the attached email), and nursing staff during time of complaint last week. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2026 and barbed suture was used. During the procedure, it was reported that on (B)(6) 2026 multiple strands of stratafix spiral needles separated at the swage during two different robotic hysterectomies with surgeon. A total of 7 suture strands, 3 during one procedure, 4 during another, had the needles easily pop-off. The procedures were completed successfully using additional stratafix sutures and there was no adverse patient impact. Staff did not retain any of the broken sutures or needles, nor did they document the lot. No delay or patient harm was reported. No adverse patient consequences were reported. Additional information was requested.